Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer service provided information and assistance with resetting the pump, and the customer was able to continue using the pump without recurrence of the malfunction code. No additional information was received regarding the outcome of the event.